Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 38 and 40 mg/dl. Customer had high blood glucose level of 400 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer was treated with orange juice for low blood glucose level. Customer was using auto mode at the time of low blood glucose event. The insulin pump will not be returned for analysis.